Event description:
It was reported that there is noise on the c3 and bard bs ECG's and an error 1201. When the piu is powered off the noise resolves. Noise progressively got worse as case went on, then moved also to ablation catheter. Caller verified that all c3 bs leads were attached securely to patient. Advised replacing the ECG direct connection cable with the bard leads to the ECG block to piu. This did not resolve the noise. Customer stated this is a recurring issue. Error 400 is also present, advised this is a result of ECG issue. Connected cas to on-call fse for further assistance.

Manufacturer narrative:
(B)(4). The field service engineer (fse) found that body surface ECG cable was damaged. The fse replaced the cable, and as a result, the problem was resolved. No other issues were observed during case support. The device history record (DHR) was reviewed and no anomalies were noted in manufacturing or servicing of the device. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Additional information from cas was received regarding this case. The facility lost all body surface ecgs as the procedure continued resulting in a cancellation of the procedure 3 hours from starting time. The procedure was not rescheduled. The patient was under general anesthesia for approximately 4 hours. The procedure was being performed in the left atrium post transseptal puncture. The physician indicated that the patient's health condition was poor and the arrhythmia could reoccur. The physician was unable to do any further evaluation. There was no extended hospitalization involved with this event. No medical intervention was needed for patient safety; however, due to case cancellation post transseptal puncture and the patient's age, this event has been classified as a reportable malfunction. Initial investigation suggests that the malfunction was caused by physical damage to the body surface ECG cable being used by the facility. When the investigation is completed, a 3500a supplemental will be submitted to the FDA as required. (B)(4).